Event description:
It was reported that at the device interrogation a save to disk file was unable to be downloaded to the programmer. A manual guided reset was performed and the save to disk could be loaded. The device remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: investigation of this issue noted that the file was too large and resulted in a failure of the application to read the file. Data was collected but was unable to be viewed. (B)(4).